Event description:
Received from allergan rep (B)(4) on behalf of the physician: after treatment with juvederm ultra with lidocaine to the cheeks, oral commissures and rings under the eyes, the pt experienced swelling to the left lower jaw and a pea-shaped lump in the middle of the bottom lip. Unspecified antibiotics and anti-inflammatories were prescribed. The report was received approx 3 months after treatment, however, there is no info regarding when the symptoms occurred or when treatment was given. Further f/u with the physician notes, the pt has been lost to f/u and the rptr has advised that no further info will be provided. It is not known at this time if the treatment was given to hasten resolution of symptoms or to prevent worsening of symptoms that would lead to permanent damage. Allergan's approach to compliance is to resolve all doubt in favor of reporting.

Manufacturer narrative:
(B)(4).